Manufacturer narrative:
Concomitant medical products: 4543 lead, implanted: (B)(6) 2013; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited occasional p-wave under-sensing during arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.